Event description:
Caller reported tandem mobi cartridge alarm and declined troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.